Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Medical records were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update (B)(6) 2016 medical records received. Patient called credo hotline and reported he would be having revision surgery and asked about metallosis. Legal department sent medical records for primary surgery. Primary surgical report noted that during reduction of hip, the liner slipped from the cup and when surgeon was trying to remove it, it was damaged and a new liner was used to replace damaged liner.